Event description:
A technician noticed red blood cells in the plasma bag, the middle cassette and the right cassette. The centrifuge had not spun down. Baxter clinical education was called and the clinical consultant advised the customer to stop the procedure, and not reinfuse the donor. At the time the donor was asymptomatic. The staff at the center consulted the facility medical director, and he suggested to take a urine and blood sample from the donor. The donor's urine was red and showed 3+ hemoglobin. The blood sample showed red plasma and low haptoglobin level. A peripheral blood smear showed no red cell abnormality, but a few red cell fragments. The donor was seen by nephrologist and was admitted to the hospital and hydrated with an IV saline drip (strength and dose unknown). The donor continued to have no symptoms and by morning their urine was clear, and donor was discharged.